Manufacturer narrative:
Other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via manufacturer representative from a patient who was receiving compounded baclofen, 2500 mcg/ml concentration at unknown dose via intrathecal drug delivery pump for unknown indication of use. It was reported that patient was experiencing intermittent therapy with baclofen pump. The healthcare professional opened pump pocket and discovered proximal segment was damaged. Pump connector was replaced. Patient would be very active then spasticity would increase about 3 hours after. Patient would feel release of drug several hours and or days later. The environmental/external/patient factors that may have led or contribute to the issue was reported as active patient. For diagnostics/troubleshooting, dye study was performed in (B)(6) 2017. Surgical intervention happened for partial explant. Pump connector was damaged and proximal segment was replaced. The explanted catheter would be returned and the rep had possession of this product. At the time of this report, the issue was resolved and patient status was alive-no injury. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from healthcare professional (hcp) via the manufacturer representative (rep). It was reported that the cause of catheter damage was not fully determined but it appeared there was damage following the pump connector. The device had not been placed in mail for return yet. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient. It was reported that catheter fell to pieces- the casing on the tubing was falling off the catheter. Patient had a catheter revision where they cut off the piece that was falling off and added a good piece and put it back. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.